Event description:
It was reported that during an unspecified spinal surgery the flex arm would not tighten.

Manufacturer narrative:
(B)(4). Product was returned. Functional test reveals that the joint nearest to the tube clamp connector would not lock up even when the locking wheel is fully tightened. The joint could not be disassembled with normal means, but this type of failure is general caused by wear to the ball and sprocket joint in the flex arms. The above observations are consistent with wear overtime and use.